Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, the customer experienced elevated blood glucose (bg) level of 568 mg/dl with moderate ketones. The cause of elevated bg was unknown. Blood glucose level was addressed with correction bolus via the pump. System check was performed with tandem technical support (cts) and no issues were identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.